Manufacturer narrative:
This is the final report. The reported event relates to product delivery issue. There was no report of death or mistreatment associated with this event.

Event description:
Customer's aunt reported a delivery issue with their freestyle lite test strips and lancets. Customer's aunt also reported customer experienced symptoms of dizziness, skin itchiness and vomiting. Paramedics were called and transported customer to hospital, where she was being diagnosed with severe hyperglycemia, but no diabetes related treatment was reported. There was no report of death or permanent impairment associated with this case.